Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with a 6.00mmx100mm sterling balloon catheter. No patient complications were reported and the patient's status was good.